Event description:
Rn reports home patient (hp) came to unit with "vague symptoms of peritonitis": nausea, vomiting and "soreness". Rn reports while changing hp's transfer set, noted a "small amount of fluid on the threads". Hp was subsequently treated with antibiotics. Treatment consisted of: vancomycin 2 gms x 1 and tobramycin 80 mgs x 1 and tobramycin 40 mgs ip for the last 6 days. Home patient is responding to treatment.